Event description:
A peritoneal dialysis pt has reported the dialysis solution was leaking out of the cassette and into the cycler. When pt opening the door to remove the tubing set, pt found moisture inside the cayler. Pt stated that the leak came from a hole in the back of the cassette. Pt had no ill effects. Sample is not available.